Event description:
It was reported that during an implant procedure, the leads were initially placed into the incorrect ports of an implantable pulse generator (ipg). The leads were removed and then inserted into the correct ports. However, after this occurred, the torque wrench was unable to engage the atrial set screw. The non-torque wrench was able to engage the set screw, but would not lock securely into place. The ipg was not used and was replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).